Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had motor error, said no delivery and beeping. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to complete insulin pump rewind. Customer reported the drive support cap appears normal. Customer was performed displacement test and result was no reservoir. Troubleshooting was performed. The insulin pump will not be returned for analysis.